Manufacturer narrative:
H.6. Investigation summary. No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that before use, the needle 16gx1-1/2in rb clogged easily when mixing, resulting in wasted medication. The following information was provided by the initial reporter, translated from chinese to english: "recently, the medical staff found that the 16g needle's cap of bd was difficult to pull out in the process of drug preparation, and it was easy to cause stab injury when pulling out the cap. In addition, according to the feedback, it is easy to produce clogged when mixing 16g needle, which may be related to the sharpness of the needle, resulting in waste of drug".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use, the needle 16gx1-1/2in rb clogged easily when mixing, resulting in wasted medication. The following information was provided by the initial reporter, translated from (B)(6) to english: "recently, the medical staff found that the 16g needle's cap of bd was difficult to pull out in the process of drug preparation, and it was easy to cause stab injury when pulling out the cap. In addition, according to the feedback, it is easy to produce clogged when mixing 16g needle, which may be related to the sharpness of the needle, resulting in waste of drug."